Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display unit and carrier/com express board were replaced.

Event description:
The hospital reported the unit went into a system malfunction. There was no report of patient involvement.